Manufacturer narrative:
The events of "hardening" and "tenderness" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling addresses the reported event(s) as follows: undesirable effects; the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. Induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the lips and 1ml of juvéderm® voluma¿ with lidocaine in the midface. Two weeks later patient was injected with 1ml of juvéderm® volift¿ with lidocaine in the lips. Four months after injections patient developed hardening and tenderness on left ck1 left and in 6 spots of upper and lower lips. Symptoms were treated with hyaluronidase (hylase dessau) administered in 3 sessions. Symptoms are resolved. This is the same event and the same patient reported under MDR ID# 3005113652-2018-00337 (allergan complaint #(B)(4)) and MDR ID# 3005113652-2018-00338 (allergan complaint #(B)(4)). This MDR is being submitted for the third suspect product, the second injection of juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.